Event description:
It was reported that bd insyte-n¿ autoguard¿ shielded IV catheter had the catheter fray. The following information was provided by the initial reporter: " IV catheter frayed at the tip when insertion was attempted".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photo submitted for evaluation. Bd received one photo of a product label. Since no samples or photos displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte-n¿ autoguard¿ shielded IV catheter had the catheter fray. The following information was provided by the initial reporter: " IV catheter frayed at the tip when insertion was attempted".